Manufacturer narrative:
An event of symptoms of the structural valve deterioration was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na.

Event description:
It was reported that on an unknown date, an unknown size trifecta valve was successfully implanted. On a later unknown date, the patient has been experiencing symptoms of the structural valve deterioration. A valve replacement is scheduled for the end of (B)(6) 2023.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.